Event description:
During an atrial fibrillation ablation procedure using a brk xs transseptal needle, a pericardial effusion occurred. Transseptal puncture was performed with a brk xs transseptal needle but it was unclear if it was in the left atrium or in the pericardium. The introducer and needle were removed and the transseptal puncture was performed again. During the second puncture, it was clear the introducer was in left atrium. An echocardiogram was performed and no issues were noted. Geometry was performed and ablation was started but after approximately 10-15 ablations, heart motion on fluoroscopy was abnormal. A small decrease in patient blood pressure was noted. An echocardiogram revealed a pericardial effusion and a pericardiocentesis was performed which stabilized the patient. There were no performances issues noted with any sjm device used.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined. Per the IFU, cardiac perforation is a known risk with the use of this device.